Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. There was no indication that an adverse event occurred. However, this complaint is being reported due to the alleged sealing issue with the endowrist vessel sealer instrument.

Event description:
It was reported that an endowrist vessel sealer instrument was not burning enough even with small tissue during a davinci sigmoid colectomy surgical procedure. The planned surgical procedure was completed and no patient injury, harm or adverse events were reported. On 02/26/2016, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr), who was present in the or, and obtained more information of the reported event. The csr stated that instrument was working in the beginning of the procedure but after one hour into the procedure, the endowrist vessel sealer instrument stopped working when the surgeon was cutting the omentum. The tissue reportedly was not thick since it was the omentum. It was stated that no messages appeared on the electrosurgical unit (erbe), which would have indicated an interrupted sealing cycle. The da vinci system produced the happy audible beeps which indicated the sealing cycle was completed; however, when the surgeon released the vessel sealer's jaws, no tissue effect was observed and there was slight bleeding. Per the csr, the bleeding was not significant enough that it needed any intervention. A laparoscopic clip applier and a permanent cautery hook instrument were used to stop the bleeding. The procedure was completed successfully and there was no reported patient harm, injury or adverse events associated with this event. On multiple occasions during 03/02/2016-03/09/2016, isi was in contact with site's robotics coordinator to obtain more information. Per the robotic coordinator, the dr. Stated it sealed and then not as good. She said all the beeps were as usual. She also stated that there were no errors on the erbe. Bleeding was also controlled with monopolar cautery. The information from the robotics coordinator was consistent with the information that was provided by the csr.